Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. A stent was implanted in the right coronary artery (rca). A 3.5x16mm taxus liberte stent delivery system was advanced through an implanted stent but dislodged in the left circumflex (lcx). An unspecified balloon was inserted into the dislodged stent and the stent was deployed in the lcx. The stent was well apposed. A third stent was advanced but did not cross the lesion. Two stents were implanted to finish the procedure. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was previously reported that the target lesion was located in the right coronary artery. It was further reported that the target lesion was located in the moderately calcified and mildly tortuous left circumflex artery, and was 60% stenosed. A total of 3 stents were implanted in the left circumflex artery.